Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the detector was not moving appropriately during startup. It was reported that the original point the detector starts from was entered incorrectly. Movement was reset and recalibrated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was showing an error initializing collimator. There was no patient present.

Manufacturer narrative:
Additional information: UDI # and device mfg date. If information is provided in the future, a supplemental report will be issued.